Event description:
The user facility reported that a small amount of blood was observed leaking from the oxygenator after the initiation of bypass. It was determined that it was not necessary to change out the unit. The total blood loss was estimated to be between 100-150-cc. The case was repotedly completed successfully with no complications or injury to the patient.

Manufacturer narrative:
Although there were reportedly no patient complications, the event description indicates a small blood loss due to leakage. The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.